Event description:
It was reported that during troubleshooting for an unrelated alarm, there was some air in the heater line of the automated peritoneal dialysis (apd) set with cassette. The home patient (hp) was connected at the time that the air was noticed. The technical service representative (tsr) advised the hp to start over with all new supplies. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.